Event description:
It was reported that the user experienced nocturnal hypoglycemia, overtreated with repeated oral carbohydrate doses (approximately 3¿4 oz orange juice given three times), and the pump entered a correction phase after the initial low, followed by additional lows later in the day attributed to overtreatment. Symptoms included low blood glucose. Outcomes included stabilization of blood glucose after treatment with oral glucose sources, including juice, glucose tablets, and candy. Investigation included troubleshooting and user education on best practices for hypoglycemia treatment and avoiding overtreatment. Investigation of this case revealed user-related overtreatment of hypoglycemia as the precipitating factor, with the device responding by delivering correction per design; no alerts or alarms occurred and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia with excess carbohydrate intake.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.